Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a bilateral salpingo-jejunostomy and oophorectomy the blade was stuck in the closed position. The surgeon had been unable to release the blade about 5 minutes. The surgeon while the rn was on the phone was able to force the instrument open. The rn reported no patient consequence. The light was on to replace instrument. They were going to replace the instrument.